Event description:
The facility representative reported an infuso.r. Pump which would not bolus due to an inoperable switch board. This condition has the potential to interrupt delivery. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "needs a new switchboard" involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged switchboard due to a defective switch printed circuit board. The switchboard was replaced to fix the reported condition.